Event description:
Written report received for baxter - states that there were two incidents of "fast flow" during pt use. Devices contained fluorouracil of unk concentration and normal saline for a total fill volume of 96 ml. Reporter stated that all of the solution was delivered to the pt within 24 hours. Per reorter no other infusions were performed through the same access site. Reporter stated that no pt injury occurred and no medical intervention was required as a result of the reported condition. Reporter indicated further that no other info is available regarding the reported events.